Event description:
It was reported by customer that the cs300 intra-aortic balloon pump (iabp) monitor was not visible with disturbed signal. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. Due to character limitation of e1(initial reporter): (B)(6). Due to character limitation of e1(ievent site telephone): (B)(6).

Manufacturer narrative:
Updated fields- b4, b5, g3, g6, h2, h11. Corrected fields- e1- event site email.

Event description:
N/a.

Event description:
N/a.

Manufacturer narrative:
Updated fields - b4, g1, g3, g6, h1, h2, h6 ( type of investigation, investigation findings, investigation conclusion)h11. It was reported that the cs300 intra aortic balloon pump (iabp) monitor not visible with disturbed signal. Patient not involved and no harm reported. A getinge field service engineer (fse) checked and cleaned display cable connectors. Repair completed. Function tests performed with positive results. The equipment was returned to the customer for clinical use.